Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having issues charging due to poor coupling. The controller would connect to the battery and read it and so would the tablet but charging was poor. The rep tried a different recharger with the same result. The caller stated the battery may be angled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the poor coupling/recharging was due to the angle of the implant. No actions will be taken at this time. The patient and spouse have been more successful as of late getting the device to charge. No further information was reported.